Event description:
Reporter alleged the customer obtained a result of 121 mg/dl on aviva system 1 compared back to back with a result of 237 mg/dl on aviva system 2 when testing was performed within 10 minutes reporter stated the customer ate and took his medications as usual. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1. Reference medwatch report with (B)(4) for the suspect device used in system 2.